Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User hit her head with the cars door on (B)(6) 2020. She stopped hearing with the device immediately after that. Performance previously was very good.

Event description:
User hit her head with the car door on (B)(6) 2020. She stopped hearing with the device immediately after that. Performance previously was very good.the user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.